Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak cannot be determined and the subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported, original or relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during post dilatation of a highly calcified lesion in the left anterior descending (lad) artery, the vessel perforated. A 3.5x16 mm rx graftmaster stent system was advanced and the stent was implanted without issue; however, the stent did not seal the perforation. There was a clinically significant delay in the procedure as the patient had coronary artery bypass graft performed after the vessel was surgically sealed. The patient remains in the hospital in stable condition. No additional information was provided.